Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that last week patient had open heart surgery and is believed to be on bypass. Follow up evaluation noted no atrial capture. An x-ray identified that the lead may have microdislodged but is still located in the high right atrium. The physician will not revise the lead; however, reprogramming was performed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this lead was removed from service and replaced due to the ongoing issues. No additional adverse patient effects were reported.